Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to fail a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported failure (pulse test failure) has been confirmed. Upon investigation the u901 component was defective. The u901 component is a quad micropower op amp on the c/a board used as a buffer. The root cause for the defective u901 component cannot be positively identified. No adverse event resulted from the defective component. The last pt to use this monitor did not report any problems.